Event description:
An eye care professional reported to a foreign health authority that a pt wearing a focus night & day lens therapeutically due to corneal edema on their right eye, lost the lens & was refit to airoptix for a better fit. After 10 days of wear, a paracentral corneal ulcer with anterior chamber reaction was diagnosed. A tear analysis was performed & found to be negative. Treatment consisted of atropine, ciloxan (drops & ointment), oflocet, & ocufen. Visual acuity reported as 5/10, both currently & pre-event (poor acuity due to amblyopia). A permanent scar is expected and resolution is in progress. Request has been made for add'l info, however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records & sterility records have been reviewed by mfg and found to be in compliance.